Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was used to make the gastric pouch without issue. The device was then reloaded with a white cartridge to transect the jejunum. Upon removal of the device from the jejunum, in the middle third of the staple line proximal of the pt, the staples were not properly formed. They noticed bleeding in that area. The surgeon hand sewed the area. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that one device was returned with no visual non-conformances and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.